Event description:
It was reported that the atrial lead exhibited high threshold of 2.5 v at 1.5 ms. The lead had a -pseudo fracture- as well as an insulation breach under the suture sleeve. The lead was replaced.

Manufacturer narrative:
Na